Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported the blue top suction canisters are not holding suction during emergency ng tube procedure. Reportedly, another canister was used to complete the procedure. No injury or patient demographics were provided.